Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a surgeon reported seeing the posterior surface of an intraocular lens (iol) become discolored and opaque with glistenings. The surgeon feels that the iol discoloration resembles a nuclear sclerotic cataract. The patient states that everything is foggy, and this has been going on for a few weeks. The device remains implanted.